Event description:
It was reported on (b)(6) 2026 that the 2.7 VA Locking screws had all begun backing out of the olecranon plate after initial surgery which was only a couple of weeks prior to removal. The skin around the plate had begun to break down so the hardware was removed. The patient experienced an adverse event and subsequently required revision surgery/hardware removal. The device was explanted due to skin breakdown/infection, and the patient required revision surgery. The patient experienced a clinical outcome, and is currently being staged for an upcoming revision procedure.

Manufacturer narrative:
PRODUCT COMPLAINT # (b)(4)This report is being submitted pursuant to the provisions of 21 CFR, Part 803 (and/or Part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by DePuy Synthes, or its employees that the report constitutes an admission that the product, DePuy Synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.H11. Additional Manufacturer Narrative:A1: CEUE04446252D4: UDI: As the catalog/model number was not provided, the (01)GTIN is not available.